Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: time: 7:00am; bg (mg/dl): 179; cho (g): 34; bolus (u): 1.5; 9:20am; "high" (>500); 9:21 am; 478; 2.0 (manual injection). Upon inspection, she noticed the adhesive pad was wet and the cannula was out of her skin.